Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two pieces measuring 4.7cm and 51.5cm, respectively. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil located at 38.4cm to 39.3cm from the distal tip, which was proximal to the suture sleeve tie impression. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial lead and right ventricular lead was experiencing oversensing. The physician elected to explant and replace the right atrial lead on (B)(6) 2021. It is unknown if any action was taken for the right ventricular lead. The patient was stable. Related manufacturer reference number: 2017865-2021-11816.